Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: all the channels. Cfu: < 1 cfu/endoscope (< 1 cfu/100 ml). Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was confirmed where foreign material was noted in the suction plug. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The user also provided an additional third-party culture with results as follows: sampling date: on (B)(6) 2024. Sampling from: all the channels. Cfu: 2 cfu/endoscope (2 cfu/100 ml). Bacterial identification: aerobic micro-organisms at 30 degrees celsius.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for greater than 89 total of colony forming units (cfus) for enterobacteria and greater than 89 total cfus of pseudomonas aeruginosa. A subsequent test was performed and tested positive for greater than 81 total cfus of unspecified microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.